Event description:
It was reported that the patient experienced pain in the chest and muscle spasm after the trial lead was placed. X-ray was taken and revealed lead migration. The leads were pulled and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221870e0. Model: sc-2218-70e. Serial: (B)(6). Batch: 7092834.